Event description:
The swedish adjustable gastric band was implanted on the pt using the proper technique as described. Post-operatively, the device had an alleged leak. The position of the alleged leak is unk. The pt requested that the device be explanted. The pt underwent a sleeve gastrectomy after removal of band. It was not known if the procedure was done immediately after removal. There were no other reported pt complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.